Event description:
Attorney reported: in 2006 - patient was implanted with a composix kugel mesh to repair the left side of her bilateral inguinal hernia. After implantation, pt suffered mesh migration and adhesions of the abdominal contents to the posterior portion of the mesh, causing severe pain at the mesh site and a recurrent hernia requiring repair of the mesh. On info and belief, the mesh ring broke or kinked and or the mesh fabric concretized and/or delaminated, causing pt severe pain. In 2007 - patient's defective mesh required repair. The surgeon could not palpate the mesh internally so he repaired the recurrent hernia with another bard mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.